Manufacturer narrative:
The user facility has not made the device available to the MFR for eval.

Event description:
Reportedly, the subject device delivered to biomed with an anonymous note said that "the device delivered too much of fluid to the pt's". No specific incident was recorded and no pt injury occurred.